Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot number is as follows: medical device lot #: 4071333, medical device expiration date: 08/31/2015, device manufacture date: 03/12/2014. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd microtainer® tubes with k2e (k2edta) experienced clotting. No report of serious injury or medical intervention.